Manufacturer narrative:
(B)(4).

Event description:
In (B)(6) 2010, there were coupling/communication issues; a call your doctor icon was displayed. The pt had seen this icon in the past but without an error code. He had fully charged the ins for six hours one week prior and was charging the device weekly. He had been having issues over the past couple of months with positioning the charger. He would see the reposition screen several times before finally getting the device to charge. A bad antenna and desktop charger was suspected at that time. In (B)(6) 2011, there were telemetry issues; the device was over-discharged. The pt had last charged the device a couple of months prior. Two physician mode recharge procedures were performed in office on (B)(6), and the pt was sent home with instructions to charge. At the end of the day, the pt contacted the manufacturer rep stating that the battery would not hold a charge. The following (B)(6) "end of service" was displayed on the pt programmer. It was noted that this was the pt's second over-discharge event, not a third. Further info is being requested at this time.